Event description:
It was reported that, due to a hole in the system, this artificial urinary sphincter was not working. The device was explanted and replaced. Upon explant, it was found that the balloon was completely empty. No patient complications were reported.